Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ secondary set drip chamber c60 leaked when priming endoxan (chemo).there was no report of injury or medical intervention needed

Manufacturer narrative:
Investigation summary: customer complaints about leak in c60 connector. The total set was assembled by atom medical. The sample was evaluated by atom medical and no leak was confirmed. Visual inspection shows no defects. In this case, as the lot in unknown device history record cannot be reviewed. During manufacturing process of connector, several inspections and tests are carried out. Among them, critical to quality dimensions are measured during molding process to confirm that they are acceptable. During assembly process, the correct welding of the membrane is verified. Leakage test is performed as well according to internal procedures. Customer complaints about leak in c60 connector. The total set was assembled by atom medical. The sample was evaluated by atom medical and no leak was confirmed. Visual inspection shows no defects. Inspections and tests in manufacturing area: these are the inspections performed during manufacturing process for connector c60: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to (B)(4). Critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance. Assembly process: according to (B)(4) the correct welding and position of the membrane is checked. Confirmed that no fissures are present in the membrane. In case of fissures the connector is discarded. In case of doubt, leakage test is performed according to (B)(4). Leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to (B)(4). Investigation conclusion: according to atom report, no issues were found in the total set (including phaseal items). In this case, as the lot is unknown, DHR cannot be reviewed. Based upon the visual inspection of the sample received, the root cause for this incident could not be determined.